Event description:
It was reported that after implant the atrial lead had dislodged overnight. The lead was repositioned to the ra (right atrium) lateral wall and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead implanted: (B)(6) 2014. (B)(4).